Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit's pressure valve was not coming. There was no patient involvement.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit's pressure valve was not coming.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge filed service engineer (fse) checked the machine on a trainer for more than 3 hours and it was working ok. The machine was handed over in good working condition. On another date a second request was requested to inspect machine for 1 hour and it was working ok. Fse found the issue was with the pressure cable. The cable was cross checked and it was found that the cable was faulty. Per the gfe response , the pressure cable was supplied by another vendor.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).